Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that a patient who was on a ventilator, and had closed head trauma had a vena cava filter implanted via the femoral vein. One day later, an abdominal CT scan was done. It was reported that the CT showed that 1.7 cm of an arm of the filter had perforated the right lateral wall of the ivc, possibly penetrating the third portion of the duodenum. The filter was removed via the jugular vein one day later, and another filter was placed through the same jugular access site.